Manufacturer narrative:
Pump received with button error alarm and no button response due to moisture damage keypad traces. Pump received with scratched display window, cracked display window corners, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube.

Event description:
Customer reports to have received a button error alarm. Customer's blood glucose was 416 mg/dl. Which was treated with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.